Event description:
This lot number of blood culture bottle generated a false positive enterobacteria species result on biofire bcid panel in addition to the true positive staphylococcus aureus result. Resulted in unnecessary broad spectrum antibiotic treatment.